Manufacturer narrative:
At this time, the lead has not been returned for evaluation. This record will be updated upon return and completion of evaluation or if additional information becomes available.

Event description:
It was reported that the physician attempted to implant this lead in the right ventricular (rv) apex, but was not successful. Reportedly, pacing impedances were low when the helix was extended into the tissue. The physician then experienced difficulty retracting the helix. The physician elected to place an alternate lead and this lead was withdrawn prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned with the helix in a retracted position at the connector tool attached with the fixation knob engaged. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of low impedance. It should be noted that if the physician attempted to retract the helix with the connector tool in place and pacing cables attached, the terminal pin would not be free to rotate and therefore the helix could not be extended or retracted.

Event description:
This report is being filed as the lead has been returned and device evaluation has been completed.